Event description:
During a bleb resection, the tip of the trocar broke and the pieces fell into the pt. The pieces were removed. Another trocar was used to complete the case. No buttressing material was used. No consequence to the pt.